Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It is reported that following a surgery performed on (B)(6) 2011, the screw head broke off in the pt. A revision surgery was reported to be scheduled for (B)(6) 2014. Additional info has been requested. Add'l info was received: the original procedures occurred on (B)(6) 2014 and (B)(6) 2014. On (B)(6) 2014, the pt underwent a broken screw removal procedure.